Event description:
It was reported that the patient experienced infection and wound issues at the lead site. As a result, the patient underwent a lead washout procedure on (B)(6) 2025 to address the issue. During the procedure, the device was not placed into surgery mode and the ipg became unable to communicate with external devices. Troubleshooting has been able to resolve the issue and the ipg is operable. The infection and wound issue have since resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h6 - health effect - clinical code should have been 4412 - movement disorder instead of 2388 - inadequate pain relief.